Event description:
Caller reported a malfunction on the pump, identified with malfunction code malf 0, and fault ID 0x20e1. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Customer did not have charging supplies available but requested information on resetting the pump themselves. Technical support provided necessary reset instructions, leaving the case open for follow-up to ensure the customer could successfully reset the pump or if the malfunction recurred. Upon follow-up cts verified that customer has resolved malfunction issue by resetting pump themselves.